Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported ¿in the past¿, there was an incident where the patient had been doing some intense yoga stretching the day before and he went into withdrawal and ¿then they ended up giving him too much and they finally got him straightened out.¿ it was reported ¿it was all of a sudden just randomly that it stopped working.¿ the hcp did not examine the catheter ¿at that point¿. The type of medication being delivered at the time of reported was bupivacaine, baclofen and dilaudid however it was not specified what was in the device at the time of the event. Additional information has been requested, but was not available as of the date of this report.